Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins stopped working 3 years prior to the report and that they had it explanted on (B)(6) 2018. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins stopping working was due to it no longer being able to charge. The patient also stated they would feel something like electrical shocks, so they stopped charging. No further information was reported.